Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. Premature battery depletion was alleged. It was reported that the patient was getting an elective replacement indicator (eri) message, but the patient only had the device implanted in (B)(6) of 2018. The patient was referred to the hospital. Additional information received reported that the patient informed that the implanted device was now depleted. No symptoms were reported.